Event description:
The customer reported that the insulin pump alarmed no delivery. Troubleshooting was done. Customer's blood glucose was 173 mg/dl. Unable to continue to troubleshoot due to customer started over with new infusion set. Customer completed a full set change. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.